Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The patient developed bradycardia/heart block upon delivery system crossing into the tva. The patient was paced via the wire intraprocedurally. Conduction was checked before full ventricular expansion and the patient's intrinsic rhythm had returned. The valve was deployed successfully. Temporary tv pacemaker placed prophylactically post deployment to be used as needed although the patient's intrinsic rhythm returned before the valve was fully deployed. According the latest updated information, the patient is being monitored only and no further need for the pacemaker was reported. Per medical opinion, the cause of the reported event remains uncertain.